Event description:
It was reported that during a da vinci-assisted radical cystectomy with urinary diversion, the customer informed the technical support engineer (tse) that the bipolar output was weak. The customer had replaced the energy cable and instrument, but the issue was not resolved. The tse advised the customer to change to another type of instrument. Afterwards, the customer noticed that the wire of the instrument was damaged, and the issue was resolved after replacing the instrument. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps (fbf) instrument was inspected before the sterilization with no damage. It was unknown if the instrument collided with another other instrument or tool. The black conductor wire was broken completely. There was no arcing and no sign of thermal damage.

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken conductor wire of the fenestrated bipolar forceps (fbf) instrument, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the instrument, however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product and has completed the failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the distal end. The instrument was placed and driven on an in-house system. The instrument passed recognition and engagement tests but failed electrical continuity and energy delivery tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. A visual inspection showed no thermal damage. No portion of the conductor wire insulation is missing but the wires are exposed. The complaint regarding the broken conductor wire was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue.

Event description:
Refer to h10/h11 for follow-up information.